Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported to technical support (ts) that a fluid leak occurred during a patient¿s peritoneal dialysis (pd) treatment. The patient found fluid leaking out of the cassette door the morning after completing their treatment. Fluid was observed leaking out of the cassette door when the patient opened it to remove the cassette. There were no reported alarms that had occurred during the treatment. The cause of the leak was not known. The patient was advised to discontinue using the cycler and a replacement cycler was issued. Upon follow up with the pdrn, it was confirmed that the patient is trained on performing stat drains, as well as manual pd therapy if needed. The pdrn stated that the patient did not miss any treatments, develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. The patient has received their new cycler and is continuing pd therapy on the replacement machine with no further issues. The cycler has been returned to the manufacturer for physical evaluation. The cassette is not available for evaluation as it was reportedly discarded. The lot number for the cassette in use was unknown.